Manufacturer narrative:
(B)(4).

Event description:
It was reported that via remote transmission, post paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. Programming changes were made and the patient is doing well.